Event description:
It was reported that the patient underwent a posterior spinal surgical procedure to treat flatback deformity. It was reported that the patient experienced pain and had broken rods. The patient underwent a revision surgery to correct the broken rods. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.